Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4).

Event description:
It was reported that the patient was admitted to the hospital with complaints of epigastric pain, nausea and vomiting for the past month. He reported that he felt that food gets stuck in his stomach which causes him to vomit. Computed tomography of the abdomen was obtained and gastroenterology was consulted to rule out mesenteric ischemia and esophageal dysphagia. Patient had an esophagogastroduodenoscopy on (B)(6) 2020 that showed gastritis and a non bleeding ulcer. Patient then had a mesenteric angiogram on (B)(6) 2020 and was found to have stenosis. He received 2 stents for mesenteric occlusion. He was placed on plavix for 30 days following stent placement. He was discharged to home on (B)(6) 2020 with no complaints. Patient tolerated eating foods after stent placement. No further information was provided.

Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the report of mesenteric occlusion, gastritis, and a non-bleeding ulcer could not conclusively be established through this evaluation. The patient remains ongoing on (B)(6), with no additional related complaints at this time. The heartmate 3 lvas IFU lists arterial non-central nervous system (cns) thromboembolism as an adverse event that may be associated with the use of heartmate 3 lvas. Additionally, this document lists thromboembolism as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. This document also provides information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.